Event description:
Unsolicited: caregiver reports pt's pump was giving an error of the pushrod being unable to move. Attempted to switch to backup pump but it had lost programming. Battery was completely dead when h attempted to turn it on (pump still in bubble wrap from when it was dispensed.). Caregiver reported the 1st pump would cycle through the 'not ready, pushrod must move forward' message. He would remove I and the rod would move to a certain point, then it would give the 'no cartridge' message, back and forth he stated this happened mid-infusion and there were approximately 2ml remaining in the cartridge so it was not overfilled. Rph advised him to ensure the tubing was disconnected from the site, and try to gently push down on the cartridge in the pump to get a couple drops of medication out, then try running it again. He did so and reported the same message cycle. Further troubleshooting attempted. Pump return tracking info is not available. Photographs were not provided, position of pump when alarm occurred is unk. This is a continuous infusion set flow rate and volume delivered are unk. Caregiver confirmed tubing was free from bends and kinks; tried turning pump off and putting a new battery. Caregiver stated the initial alarm was blockage detected which prompted him to change the tubing. Serial number and maintenance due to date not provided. Product fault occurrence while in use with pt. Product issue did not cause or contribute to pt or clinical injury. Device available for investigation upon return by pt. Pharmacy replacing. Pt did not have a backup device. Pt was unable to successfully continue their infusion. Instructed to go to hospital. Infusion is life sustaining, outcome: ongoing. No further info known. Reported to (B)(6) by pt/caregiver.